Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Event description:
Healthcare professional reported ¿right-side deflation¿, ¿implant is leaking¿, and ¿device is being replaced due to valve failure¿. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ valve leak and damage/use error: observed an opening on the valve assessed as an unidentified (tear) opening. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ white particles observed outside the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a, d6b, h6.

Event description:
Healthcare professional reported ¿right-side deflation¿, ¿implant is leaking¿, and ¿device is being replaced due to valve failure¿. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported ¿right-side deflation¿, ¿implant is leaking¿, and ¿device is being replaced due to valve failure¿. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Additional, changed, and/or corrected data: d.1., d.2., h.4., h.6., h.10.